Event description:
An endeavor resolute drug-eluting stent was been used to treat a lesion in the lad. The device was inspected prior to use with no issues noted. The lesion was 99% stenosed and calcified. The lesion was pre-dilated but the device was unable to cross the lesion due to calcification. There was no patient injury reported. The device was returned to the manufacturing facility and analysis confirmed damage to the stent. Evaluation summary the hypotube was undamaged. The distal tip was flared. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The stent was deformed from the 4th proximal to the 6th distal segment. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation codes: results inherent risk of procedure (stent deformation) patient¿s condition affected effectiveness of device (stenosis and calcification) deformation problem evaluation codes: conclusion known inherent risk of a procedure (stent deformation). (B)(4).